Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an MRI technician on 2019-jul-01. Per the patient, the ins has never worked. The caller had limited information. Because the device is no longer functioning, the caller asked if they can scan the patient. Technical services explained protocol. The caller indicated that the ins broke and inquired additional MRI information. The caller would follow up with the managing physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was charging too frequently. The patient had never been able to charge past ¼ full. The patient charges for an hour and a half and her implantable neurostimulator battery never gets past ¼ full. It takes about 5 minutes to get the coupling boxes to come up before she can charge. The patient¿s implant just sticks out. The ¼ battery only last the patient for 2 days. The patient wanted a new recharger since she thought that she should not have to be charging so often. It was reviewed that charging times vary from patient to patient and that it depends on the settings, and that it may take longer than an hour and a half to charge past ¼ battery full. There were no patient symptoms reported. Additional information was received from the patient via the manufacturer representative that reported that the patient charges for 2 hours every day and the implantable neurostimulator only holds 6 hours of charge following. There were no known issues or factors that may have led to or contributed to the issue. An impedance check was performed with all electrodes within normal range. The manufacturer representative tested the implantable neurostimulator recharger and was able to obtain all signal bars. The manufacturer representative reinstructed the patient on the description of each icon and the manufacturer representative believed that the patient was confused with the lower battery icon on her patient programmer with the implantable neurostimulator icon. The issue was resolved at the time that the additional information was received. It was noted that the implantable neurostimulator was moved in a previously reported revision of the system so that it would not be as deep in the pocket. Additional information received from the patient reported that it would take over 2 hours to charge their device and it wouldn¿t last them more than 2 days. The patient also reported that it was hard to get bars in order to charge; then it would take ¿forever¿ to charge and wouldn¿t last long. It was noted that the patient worked with a manufacturer representative to help them find a good spot to place their charger. The patient¿s issue of frequently charging their device has not yet been resolved. Additional information was received from the health care provider regarding the patient that report that something wasn¿t working, but they did say something about the charger. Additional information was received from the patient. They stated that the ins doesn¿t work anymore and mentioned that it never really worked. The patient then clarified that they were never able to get the ins battery to stay charged for more than an hour, and also that they were never able to get a full charge. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is in overdischarge and does not have a recharger anymore. The patient either "lost it or threw everything out a year ago". The caller stated the patient left a message for some regarding replacing the recharger, but no one has called the patient back. Foundation care (fc) services were reviewed with the caller (manufacturing representative (rep)) and attempted to reach fc for the caller. There was no answer when the agent tried calling two times. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and a healthcare professional (hcp). On (B)(6) 2019, it was reported the ins was dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they are upset because they can¿t put the ins into MRI mode, as it is in overdischarge. The patient stated that they last felt stimulation and last recharged in 2016. They added that they just gave up on it because they had recharging issues since day one. The patient stated that they don¿t have time to charge for 3 hours a night. They mentioned that nothing has been done since their last call to patient services. The patient was very upset at the time of the report. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-05-24. The caller requested a loaner recharger and patient programmer for the patient since they want to have an MRI in 2 weeks and the ins was overdischarged. The patient has not used the system in years as they stopped using it. It was reviewed that the caller could use any recharger to perform physician recharge mode (prm) but they did not have one. The patient was redirected for replacement devices. Additionally the patient reported that if they did not receive a brand new recharger and patient programmer overnight, they would be escalating the event. Patient said that she has been speaking with new hcp about it and he said that he will remove the device either now or later. Patient initially said that her components are in storage however review of previous calls and conversation with clinical specialist, patient threw away the components. Clinical specialist subsequently found a loaner recharger and patient programmer and met with patient to review how to perform a ¿jumpstart.¿ the patient wrote down the instructions and patient has been working on this for about 4.5 hours and still has not switched over to regular recharge screen and said that she would continue to try. The option of having the implanting hcp fill out MRI eligibility form was also reviewed. The patient reported pain. The patient further reported that the device never worked. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.